Manufacturer narrative:
Additional information was received on 27-oct-2025 which clarified that the energy used in this case was pfa. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter suffered a cardiac perforation which required a window and extended hospitalization. It was reported that a pericardial effusion (pe) and a cardiac perforation (cp) were noticed after the procedure was completed. The patient's blood pressure dropped at the end of the case and after the procedure was completed. The pe was noticed and confirmed using intracardiac echocardiography (ice). The patient went to the operating room (or), but it was unknown what type of medical intervention was provided. The last known patient status was unknown. The varipulse¿ bi-directional catheter, vizigo sheath, webster cs catheter, and crystal ice catheter were inside of the body when the injury was noticed. Other devices used during the procedure were carto 3 system 8.3 (used for mapping), and trupulse generator (used for ablation). Additional information was received. The physician believes the cause of the adverse event was a difficult transseptal. The intervention provided was that the patient was transferred to the operating room and had a window. The location of the perforation was anterior. The outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of extra morning. Prior to noting the pericardial effusion ablation was performed. No evidence of a steam pop. The physician believes it occurred during transseptal phase, but it was noticed after ablation was completed. The catheter was a varipulse¿ bi-directional catheter, 30ml/min was used for ablation, and 4ml was used the rest of the time. The sheaths and the catheter exchanged were estimated that the physician tried 3 sheaths for transseptal and there no catheter exchanges after transseptal. One transseptal puncture site was performed during the procedure with brk 71cm and versacross. The ablation energy delivered was rf qmode. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation, and no error messages observed on biosense webster equipment during the procedure. The pump used was ngen generator and pump.